Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that some kind of solid material was suctioned during the procedure, leading to clogging in the channel and subsequently decreasing the amount of suctioning and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use: instructions for gif-h290t series operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ describes how to inspect the suction function. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the gastrointestinal videoscope exhibited suction did not work well. The issue occurred during procedure for a diagnostic endoscopy procedure. The procedure was completed using the same set of equipment. There were no reports of delay, patient harm, injury, or death.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: ((B)(6) hospital); added here due to character limitation in respective field.